Event description:
It was reported that the implantable cardioverter defibrillator had a history of failing to convert patient arrythmia despite shocks. An additional device coil was implanted on (B)(6) 2023, but was ineffective in combating the patient's high defibrillation threshold. On (B)(6) 2023 the patient presented in clinic with chest pain and fatigue due to ongoing ventricular tachycardia as device shocks were again unable to convert the rhythm back to sinus. A small hematoma was also noted. The patient stabilized with intubation, cardioversion, and amiodarone and ketamine administration.